Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleges the device gave her blood clots. There is no report of medical intervention being required. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged of blood clots. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated, observed the following from an external and internal inspection: using a known good power supply and power cord, pil tech was able to confirm the device powers on and provides airflow. During review of the error logs shows the device has 1122.9 blower hours and 1030.2 therapy hours. There were no errors logged and care orchestrator data shows compliance of 30.5%, humidification is adaptive, humidifier set at 5 and tube temperature set at 3. Internal investigation found an unknown dust contaminant on the top enclosure, door, ui panel, bottom enclosure, and blower impellers. Mineral deposits were found in the bottom of the blower box, and on the motor. Evidence of sound abatement foam degradation/breakdown was not observed. Pil confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 (v01). See ER 2244873 (v01) for the procedure used to make this determination. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The manufacturer concludes that device, there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit. In this report, sections d9, g3, h3, and h6 have been updated or corrected.